Manufacturer narrative:
(B)(6). This lot was manufactured august 9, 2017 ¿ august 10, 2017. One folfusor was returned containing no fluid in the device, and a non-baxter connector attached to the luer. Visual inspection was performed with no issues noted. A functional leak test was performed with no issues noted. The reported condition was not verified. The second unit was not returned. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) small volume folfusors leaked. The device was filled with 96ml of 5-fu in 0.9% nacl solution. This was noted before use. The location of the leak could not be determined. There was no patient involvement. No additional information is available.